Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Despite a negative nuclear stress test, the pt was experiencing ongoing symptoms. Therefore, a cardiac catheterization was recommended. The 95% stenosed lesion was located at a bifurcation in the mid right coronary artery (rca) involving the right ventricular (rv) branch. The ostium of the rv branch had a 60% stenosed lesion. The lesion was predilated with a 2.5x12mm non-bsc balloon. A taxus express2 3.0x20mm drug eluting stent was placed in the mid rca. Next, a guide wire was placed in a slide branch and the main branch and kissing balloon technique was performed with a 2.5x8mm non-bsc balloon and a 3.0x20mm quantum maverick balloon. Final angiograms revealed the main site to be widely patent. The side branch has some mild attenuation present with successful bifurcation stent. The pt was discharged the following day on aspirin and plavix. About 20 months later, the pt presented with an acute st elevated myocardial infarction. Plavix has been stopped about 6-8 months earlier. Cardiac catheterization revealed a 100% occlusion of the mid rca. While attempting to cannulate the left ventricle, there was some irritability. The pt went into ventricular fibrillation (vf) which required two cardioversions. The pt was then in complete heart block raising the possibility that the vf may have been medicated by acute ischemia. Access was then obtained in the femoral vein to provide access for a temporary pacemaker and the interventionalist came in to perform emergent pci of the rca. An aspiration catheter was used to remove significant amounts of thrombus which re-established flow. The area was then dilated with a 3.0x16 maverick2 balloon and a 3.5x16mm maverick2 balloon, dilating to a 3.81mm final diameter. Final angiography showed that the rca was widely patent with timi 3 flow. The pt tolerated the procedure well. The pt was prescribed aspirin and plavix indefinitely and was discharged two days later. The pt was also prescribed chantix for smoking cessation. No further complications were reported. Pt status is satisfactory.